Event description:
It was reported that the 9800 system whites out when the metal is in the field. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep ordered a camera and reviewed other areas of the system. The problem could not be duplicated.